Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not getting switched on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: h6 (type of investigation). A getinge field service engineer (fse) was dispatched to evaluate the unit. Checked the machine & found machine is not switching on. Main supply is coming. Batteries are fully charged. Also, reset the connections of power management board but problem remains same. Further checked the machine & found power management pcb is suspected to be defective. So, need power management board for testing purpose. Replaced the power management board of the machine. Again checked & found now machine is switching on. Performed all tests. All tests passed. Observed the machine for more than 2 hrs. Machine is working ok. Equipment handover to customer in good working condition. The failure analysis and testing dept. Received part with a reported unit failure of the unit not powering on. The fat performed a visual inspection and found the part to have traces of what appears to be saline. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure.